Event description:
It was reported on (B)(6) 2023, a PICC catheter was inserted into the left upper limb intravenously for 42cm, and he was admitted to the hospital for the last course of chemotherapy on 11.19, and after the completion of chemotherapy, he was given a complete examination, and on 11.23, the PICC tube was removed according to the doctor's instructions, and the patient was lying flat during extubation, and there was resistance when the catheter was pulled out to the remaining 10cm in the body, and the catheter automatically retracted about 5cm after stopping the removal, and the resistance and retraction were still repeated after several attempts, and the second person was asked to extubate, and the upper limb was opened 90 degrees and then extubated, and it was successfully extracted. After the catheter was removed, the catheter tip was examined by two people, and it was found that the catheter tip was beveled and incised, and about 1 cm of the catheter was broken. The patient was instructed to lie flat and not get out of bed, and the patient's 11.20 chest CT was checked, and the patient's PICC catheter was found to be in the lower segment of the superior vena cava, with 2 forks, and the radiologist was asked to check and confirm that it was a PICC tube, and the patient was re-examined on the upper arm and subclavian vein b ultrasound, and no catheter end was found in the patient's upper arm and subclavian vein b ultrasound.preliminary treatment: the patient did not complain of discomfort, instructed the patient to lie flat and not get out of bed, reported to the doctor, and checked the patient's 11.20 chest CT, and found that the patient's PICC catheter was in the lower segment of the superior vena cava, with 2 forks, and the radiologist was asked to check and confirm that it was the PICC catheter, and the patient was re-examined on the upper arm and subclavian vein b ultrasound and found no catheter fracture. Discuss with the doctor and the manufacturer that the patient has no complaints of discomfort, continue to follow up the patient's condition, and handle the discharge. The PICC catheter was maintained on time during the patient's stay without complications. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2023, a PICC catheter was inserted into the left upper limb intravenously for 42cm, and he was admitted to the hospital for the last course of chemotherapy on 11.19, and after the completion of chemotherapy, he was given a complete examination, and on 11.23, the PICC tube was removed according to the doctor's instructions, and the patient was lying flat during extubation, and there was resistance when the catheter was pulled out to the remaining 10cm in the body, and the catheter automatically retracted about 5cm after stopping the removal, and the resistance and retraction were still repeated after several attempts, and the second person was asked to extubate, and the upper limb was opened 90 degrees and then extubated, and it was successfully extracted. After the catheter was removed, the catheter tip was examined by two people, and it was found that the catheter tip was beveled and incised, and about 1 cm of the catheter was broken. The patient was instructed to lie flat and not get out of bed, and the patient's 11.20 chest CT was checked, and the patient's PICC catheter was found to be in the lower segment of the superior vena cava, with 2 forks, and the radiologist was asked to check and confirm that it was a PICC tube, and the patient was re-examined on the upper arm and subclavian vein b ultrasound, and no catheter end was found in the patient's upper arm and subclavian vein b ultrasound. Preliminary treatment: the patient did not complain of discomfort, instructed the patient to lie flat and not get out of bed, reported to the doctor, and checked the patient's 11.20 chest CT, and found that the patient's PICC catheter was in the lower segment of the superior vena cava, with 2 forks, and the radiologist was asked to check and confirm that it was the PICC catheter, and the patient was re-examined on the upper arm and subclavian vein b ultrasound and found no catheter fracture. Discuss with the doctor and the manufacturer that the patient has no complaints of discomfort, continue to follow up the patient's condition, and handle the discharge. The PICC catheter was maintained on time during the patient's stay without complications. No other information was provided.